Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they ¿were a mess,¿ using catheters that were not working. The patient also noted that they could not keep going or leave the house. The patient also had severe diarrhea. Additional information reported that the patient was peeing all over the place, felt like being in a nursing home and could not get out of bed without peeing all over there self. There were no further complications reported as a result of this event.